Event description:
It is reported that the articular surface would not seat properly.

Manufacturer narrative:
This report will be amended when our investigation is complete. A product history search revealed no additional complaints against the related part and lot combination. Visual inspection of the returned articular surface identified heavy gouging along the anterior and posterior edges of the articular surface and some additional gouging on each side edge. Significant scratching was also identified on the metal dovetail feature that captures the lockdown screw. The articular surface was autoclaved prior to being returned; therefore an accurate inspection of the product dimensions could not be performed. The heavy gouging and scratching along the metal dovetail feature indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to the surgical technique.